Event description:
It was reported that a 38-year-old hispanic female patient underwent revision breast augmentation with unknown size unknown gel implants smooth and experienced breast implant rupture on her right side postoperatively. It was reported that the patient underwent car accident. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2026.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2026, mentor became aware that under previous submission, reason for device explant mistakenly stated "right rupture, and capsular contracture; baker grade unknown". The correct side is stated below: reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 28, 2026, mentor became aware of the following and corresponding fields have been updated on this for: patient's left side was affected, not right patient also experienced left side capsular contracture; baker grade unknown in addition to left side rupture; clinical code "capsular contracture" has been added under field h6 replacement devices used on (B)(6) 2026 were catalog number smhb400; serial number (B)(6) on the left side, and catalog number smhb435; serial number (B)(6) on the right side field d1 for brand name has been updated to "mentor memorygel breast implant" field d4 for catalog number has been updated to "3544751" lot number "6876559"has been added to field d4 field d4 for unique identifier(UDI) has been updated to "(B)(4)" d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Field g4 for PMA/ 510(k) has been updated to "p030053." A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade unknown manufacturer¿s reference number: (B)(4).